Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), service repair history. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of repair history was performed, there has been no service activity for the device for the past year. It was reported that oer-pro device lid cracked. The issue occurred during reprocessing. We determined the crack occurred by impact from contact of the light guide connector per the investigation results. Other factors, such as design and manufacture, cannot be confirmed. It is presume that the reported failure was attributed to user handling of the device. When the lid of the device has a crack, the cleaning fluid or disinfectant solution may leak out and this will cause an irregularity to the device. Before use, inspect the lid and lid packing to make sure no abnormalities present on the device including the lid. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The field service engineer (fse) performed a site visit. The reported device was checked and the broken part was repaired. Once completed, device was checked,tested and passed all specifications. As stated on the IFU and as a preventive measure, the user manual states: the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in this manual. If any irregularity is observed, do not use the equipment and inspect it as described in 8.1, ¿troubleshooting guide¿ on page 274. If the irregularity is still present, the equipment must be repaired prior to next use.

Event description:
It was reported that oer-pro device lid cracked. The issue occurred during reprocessing. There was no patient involvement on this report. No user harm or injury reported due to the event.